Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump delivered three boluses that were not programmed by the user. The unprogrammed boluses were reported as follows: 1.0units at 7:50pm, 7.0units at 7:50pm, and 2.0units at 7:51pm. There were no tactile issues noted with the keypad buttons, and there was no reported blood glucose excursion associated with the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: during investigation, the pump powered on with audible and vibratory sounds. The keypad was tested and all keys are responsive to user input. There were no hypersensitive keys observed on the keypad. A 1.0 unit /hour basal program was executed in the pump for a 24 hour period with no unprogrammed boluses delivered or recorded in the pump history during the 24 hour duration period. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The issue of the delivery of unprogrammed boluses was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.